Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post implant the patient experienced pre syncope and asystole. It was reported that the left bundle branch (lbb) right ventricular (rv) lead dislodged post pocket closure. It was also reported that the patient had significant adipose tissue and the device was not sutured down to fascia at time of initial implant. It was confirmed that the implantable pulse generator (ipg) had migrated in the pocket. The ipg was sutured down and remains in use. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that there was a decrease in the amount of slack originally applied to the lbb lead at implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.